Event description:
Event description boston scientific received information that this ventricular lead required manipulating following a late dislodgement and after only four months of implant. During the procedure, it was decided to prophalactically explant the pacemaker device as it was included in the low voltage capacitor advisory (6/23/06) population of devices. The lead was successfully repositioned and the device was discarded before it could be returned. No adverse patient effects were reported as a result of these observations.